Manufacturer narrative:
(B)(4)

Event description:
It was reported via a hot line call. The biomed is calling because the intensive care unit called regarding an "excess condensation error message". The patient is supported on the pump with no other alarms and "pumping well" according to nursing. The biomed is unaware of how to troubleshoot this message. The clinical support specialist (css) explained the drain task and drain failure alarm message to the biomed. We discussed emptying the condensation trap and performing a manual purge. The css provided my direct number to the biomed to call if the problem is not resolved and asked him to provide it to the ICU to call me if they have any questions. At 1830- no additional alarms reported, small amount of condensation emptied and manual purge performed with minimal delay in therapy. No additional questions. Pump has 2.24 software field service will follow up with the hospital biomed. On (B)(6) 2016 1430 est biomed called the css's cell phone directly and stated that yesterday nursing decided to switch out the pump out of caution. The biomed is unaware if the alarm continued. Biomed stated they have asked them "to check out the pump". The css discussed the drain task and alarm at length. At 1042 est- the biomed called back to say they cannot locate the simulators and they want to put the pump back in service. The css told the biomed that the field service rep will call the biomed directly. On (B)(6) 2016: per the field service repot: l611239. Symptom: drain failure. Findings / action taken: ran a drain cycles. Could not duplicate system malfunction, but did find source side helium pressure to be low (9.5 psi). Raised to within spec. Performed pm. Unit checked ok. Fcn level: 1416, software level: 2.24. Op = on patient. Unconfirmed.

Manufacturer narrative:
(B)(4) no iap parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. Software revision level 2.24. The pump was check by the field service representative and the pump passed preventive maintenance within specification. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "excess condensation error message" is not confirmed. The pump was check by the field service representative and the pump passed the preventive maintenance. No iap parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a hot line call. The biomed is calling because the intensive care unit called regarding an "excess condensation error message". The patient is supported on the pump with no other alarms and "pumping well" according to nursing. The biomed is unaware of how to troubleshoot this message. The clinical support specialist (css) explained the drain task and drain failure alarm message to the biomed. We discussed emptying the condensation trap and performing a manual purge. The css provided my direct number to the biomed to call if the problem is not resolved and asked him to provide it to the ICU to call me if they have any questions. At 1830- no additional alarms reported, small amount of condensation emptied and manual purge performed with minimal delay in therapy. No additional questions. Pump has 2.24 software field service will follow up with the hospital biomed. On (B)(6) 2016 1430 est biomed called the css's cell phone directly and stated that yesterday nursing decided to switch out the pump out of caution. The biomed is unaware if the alarm continued. Biomed stated they have asked them "to check out the pump". The css discussed the drain task and alarm at length. At 1042 est- the biomed called back to say they cannot locate the simulators and they want to put the pump back in service. The css told the biomed that the field service rep will call the biomed directly. On (B)(6) 2016: per the field service repot: l611239, symptom: drain failure, findings / action taken: ran a drain cycles, could not duplicate system malfunction, but did find source side helium pressure to be low (9.5 psi). Raised to within spec. Performed pm. Unit checked ok. Fcn level: 1416, software level: 2.24, op = on patient, unconfirmed.